Event description:
A report was received indicating that the motor exhaust hose ruptured during surgery. It was noted that the surgeon may have been standing on the hose when it ruptured. It was confirmed there was no pt or staff impact.

Manufacturer narrative:
This event was initially reported by the user facility. The returned device was evaluated and the exhaust hose performed to specification. It was noted that the hose may have been temporarily occluded, such as standing on the hose, allowing pressure to build up and possibly rupture.